Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the helix/fixation was out of specification for e xtension and retraction; it exceeded specification of the number of turns to extend and retract. It was noted that the helix does not extend due to the drive shaft being stuck on the retraction stop.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.